Event description:
It was reported that the 9600 system locked up and had no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the image intensifier were replaced during the service call. The system was tested and found to be working as intended and put back into service.